Event description:
Event description boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) expired for unspecified cause. At the time of the patient's death, there were no allegations against the functionality of the device. Now, eight months later, the patient's family has retained legal counsel and filed a lawsuit. There were no specific allegations contained within the legal claim.

Manufacturer narrative:
Not returned. Event conclusion: the device was likely buried with the patient as the device has not been returned for analysis. A request has been made to identify the cause of death, however, as of the date of this report, the cause of death is unknown. On june 17, 2005, guidant (now boston scientific) issued a physician communication regarding deterioration in a wire insulator within the lead connector block that may, with other factors, result in an electrical short circuit. Manufacturing changes to prevent this failure were made in august, 2004. This device was manufactured before august, 2004 and is included in this population. We do not have sufficient information to determine that this device behaved in the manner described in the advisory.